Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections. Momentary disconnections will result in an audible tone or "beep." As a result, the reported power switching and beeping events were confirmed. Analysis of the alarm log files revealed that no power disconnect alarms were logged in the analyzed period. As a result, the reported power disconnect alarms event could not be confirmed. The most likely root cause of the premature power switching and beeping events can be attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that there was beeping but only when the patient was active and moving around.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were power disconnect alarms and power switching with the controller. The controller was exchanged. No patient complications have been reported as a result of this event.